Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the cause of the charging too often was not determined. The rep reported that the patient was going to keep a charging diary to collect an accurate recharging data and follow up at a later date. The rep reported that it was unknown if the issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for radiculopathy via a manufacturer¿s representative (rep). The rep reported that the patient was charging too often. The rep reported that the patient was needing to charge every 5-6 days with battery level at 1/3 reported by the patient but the battery didn¿t read in 1/3, battery level was at 25%. The rep reported that the patient used stimulation on average 14 hours per day. A recharge interval calculation was done and showed the following: 1: 1.5v 450pw 60hz 509 ohms 2+2- contacts 2: 1.8v 340pw 60hz 608 ohms, 2+2- contacts used 14 hrs: 28.44 days eol: 24.18 days used 24 hrs: 19:48 days eol: 16.53 days the rep reported that the clinician programmer recharger stats showed that the patient got 8 coupling bars, charged for 2.1 hours and charge interval was 15.3 days and it charging sessions were charged to 100%. It was noted that there was a discrepancy between what the patient was reporting and what the clinician programmer showed. No further complications were reported.